Manufacturer narrative:
(B)(6). One 560p camera head part number 72200561 was received on 05/28/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on product and no damage was found. Product failed functional testing with blank image on live video out. Cause of video failure is defective cable interface pcb. Product passed functional testing with a known good cable interface pcb installed. Product was shipped new to customer on (B)(6) 2013. The complaint investigation has concluded that this unit has succumbed to expected wear and tear and is in need of non-warranty repair. After the evaluation the root cause for the reported issue was determined to be electrical component failure. (B)(4).

Event description:
During a laparoscopic cholecystectomy it was reported that the camera head is not imaging. The device stopped working suddenly and a backup device was available. There was a fifteen minute procedural delay with no patient injuries or complications.